Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and there was no damage or anomalies noted . Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the target lesion was in the left internal carotid artery with heavy tortuosity. Slight resistance was encountered with the anatomy during advancement of the emboshield nav6 embolic protection device (epd); however the filter was able to be positioned. After deployment, the filter moved proximally. The cause for the movement could not be determined, as the device was not pulled. The filter was retracted, without issue, using the recovery catheter and another emboshield nav6 of the same size was used successfully to complete the procedure. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.